Event description:
Implantable device. Pacer leads did not lock into atrial lead. Lead on the pacer would not lock in. There was no follow-up treatment needed. There was no problem with the leads and the generator was not implanted into the patient. The physician was unable to get the screw tight, so another generator was used.